Manufacturer narrative:
Clinical information: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event of fluid in the right lung, which warranted hospitalization, and supplemental hd for rrt. The etiology of the serious adverse event is unknown; therefore, causality could not be established. The pdrn was unable to establish whether a fresenius device(s) and/or product(s) caused or contributed to the patient¿s hospitalization. Based on the information available, the patient¿s liberty select cycler cannot be disassociated from the serious adverse event. There was no direct allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused the serious adverse events. However, given the pdrn¿s inability to provide causality, the known drain complications, his ability to perform manual therapy without incident, limited clinical follow-up, and no manufacturer evaluation of the device, this clinical investigation cannot exclude the patient¿s liberty select cycler from playing a possible role in the serious adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized due to draining issues. During follow-up, the patient¿s pdrn confirmed the patient terminated ccpd therapy and went to the emergency room (ER) on (B)(6) 2025 due to drain complications. While in the ER, the patient underwent radiological testing which revealed fluid in the patient¿s right lung. The patient was formally admitted and has been undergoing pd (unknown if manual or cycler-based) and hemodialysis (hd). As of (B)(6) 2025, the patient remains hospitalized and is recovering from the serious adverse event. The pdrn was unable to establish whether a fresenius device(s) and/or product(s) caused or contributed to the patient¿s hospitalization. The replacement cycler had not been received yet, but the old cycler is available to be returned for physical analysis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized due to draining issues. During follow-up, the patient¿s pdrn confirmed the patient terminated ccpd therapy and went to the emergency room (ER) on (B)(6) 2025 due to drain complications. While in the ER, the patient underwent radiological testing which revealed fluid in the patient¿s right lung. The patient was formally admitted and has been undergoing pd (unknown if manual or cycler-based) and hemodialysis (hd). As of (B)(6) 2025, the patient remains hospitalized and is recovering from the serious adverse event. The pdrn was unable to establish whether a fresenius device(s) and/or product(s) caused or contributed to the patient¿s hospitalization. The replacement cycler had not been received yet, but the old cycler is available to be returned for physical analysis.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.